Event description:
It was reported that shaft break occurred. A 2.50 x 20mm synergy xd drug-eluting stent was selected for use. However, upon removal of the stent from the sterile loop, it was broken in half at the mid shaft. The stent was never used and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 2.50 x 20mm stent delivery system was returned for analysis in 2 sections. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a hypotube break approximately 22.5cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. A 2.50 x 20mm synergy xd drug-eluting stent was selected for use. However, upon removal of the stent from the sterile loop, it was broken in half at the mid shaft. The stent was never used and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. A 2.50 x 20mm synergy xd drug-eluting stent was selected for use. However, upon removal of the stent from the sterile loop, it was broken in half at the mid shaft. The stent was never used and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.